Manufacturer narrative:
(B)(4) the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent repair of prolapsed bladder on (B)(6) 2005 and mesh was implanted. Following the procedure, the patient reported mesh is now thought to be broken up inside and eroding through the abdomen causing inflammation, infection and bruising on the abdomen. The patient has experienced severe pain internally and numerous urinary tract infections. The patient is having tests to see the damage. No additional information was provided.